Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reloaded the system software and the flash memory of the generator interface board and the fluoro functions board. The calibration files were restored. The system was tested and is operating as intended.

Event description:
The customer reported that 9900 system displayed a file system corrupt error message. No pt injury was reported.